Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the superficial femoral artery below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for 30 seconds. The procedure was completed with another of the same device. No complications were reported.